Manufacturer narrative:
The device was tested on the bench and no anomalies were found. Longevity estimations show the battery voltage was normal based on device usage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient came into the clinic due to a vibratory alert. The device was noted to be at elective replacement indicator suddenly five months after the battery longevity was measured stable. The device was explanted and replaced following the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient condition was fine throughout the procedure.